Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated event in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was evaluated, and the following observations were noted: esheath distal tip torn. Torn tip material attached to the sheath. The complaint for distal tip torn and difficulty advancing through sheath were confirmed, based on evaluation of provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time as no patient factors were provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment nor preventative actions are required at this time. An investigation was previously opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by our french affiliates, during implant of a 23mm sapien 3 ultra valve in the aortic position by transfemoral approach, during advancement of the valve through the esheath+, resistance was felt when the valve passed through the distal tip. The procedure continued without complications, the valve was implanted and the devices were removed. After removal of the esheath+, it was observed that the distal tip was torn. The patient did not have any injuries.

Manufacturer narrative:
The investigation is ongoing.